Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use at the time of the event. A philips field service engineer (fse) examined the system onsite and identified the mpd (mains power distribution) control unit had malfunctioned. Upon analyzing the log file, it was determined that there was a timeout issue when establishing a connection with the generator during startup. Later, after restarting the system, the generator began functioning properly. The fse replaced the faulty mpd control unit and returned to philips for further analysis. The failure analysis confirmed that the mpdu control unit had failed due to a defective connector, with a heat spot identified at the back of the pcb and the contact pins of the connector. Following the replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the generator does not start intermittently, preventing imaging. No harm has been reported to philips. Philips has started an investigation of this complaint.